Event description:
During a coronary stenting procedure, when removing product from package the stent dislodged from the balloon. The product was not clinically used and no patient injury was reported.